Event description:
It was reported that the customer was hospitalized due to gastroparesis. Caller stated that customer's insulin pump was not working because it had multiple alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.